Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an unknown system controller exchange that occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller showing signs of wear and tear and having dim pump indicators were not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files were associated with the reported event. Available information indicates that the controller was exchanged to resolve the issues. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller exchange was due to wear and tear. The pump indicator on the system controller was also completely dimmed. No log files were available and the system controller was not returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.